Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level (bg) rose above 250 mg/dl while wearing the pod between 5 and 24 hours. The pod reportedly separated from the adhesive at infusion site (arm), causing the cannula to dislodge. The patient was going down a slide at the park. As treatment, a new pod was applied.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed and adhesive pad fully attached to the bottom housing. No damages or defects were observed that would result in the soft cannula dislodging. A root cause for the reported dislodged cannula could not be determined. The adhesive pad welds were observed to be complete and correctly aligned. No damages or manufacturing deficiencies were observed that would result in the adhesive pad separating or detaching from the device.